Manufacturer narrative:
Evaluation summary: a competitor's hip resurfacing system is noted in the legal documentation as being implanted in conjunction with a zimmer stem. This would be considered an off-label use of the devices as zimmer has not tested the compatibility of this combination of devices. Neither operative notes nor x-rays have been provided for review. The component fit and orientation per the surgical technique is unknown. No photos of the revised devices, or the devices themselves, have been returned for review; therefore, their actual conditions are unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be requested. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to a failed hip.